Event description:
Caller reported a malfunction on pump, identified with a specific malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset pump, and the malfunction did not recur after the reset. Customer was advised to continue using pump and to contact technical support if issue reappears. No further information was provided regarding eligibility for renewal.